Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire between the distributed node (dn) and ECG b. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire.